Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during patient use at home, the patient detected that the diameter of the exit end of the tubing became narrow (2/3 of the original). A crack was also noted at the exit end. It was stated that there was no signs of leakage. When the issue was found, the patient accepted a prophylactic antibiotic therapy, but refused to replace the device with a new product. It was also stated that the patient has been following the standard cleaning procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.